Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pulse generator implant procedure. During the procedure, the high voltage lead was positioned in place and tested on the pacing system analyzer. The lead exhibited high pacing impedance without the helix extended. However, once the helix was extended, the lead exhibited high capture threshold with normal pacing impedance. The lead was then re-positioned and tested again. During the test, the lead exhibited noise and high pacing impedance. The problem persisted after extending the helix. A different lead was then used to complete the procedure successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported events of high pacing impedance, unacceptable threshold, and lead noise could not be confirmed in the laboratory. Analysis was normal. No anomalies were found.